Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Based on data logs, the root cause of the high purge pressure was determined to most likely be a use issue. D6b was omitted from manufacturer device report 1220648-2025-25314.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant had placed an impella 5.5 pump for a patient with cardiomyopathy and was awaiting transplant. The pump had been supporting for 41 days when there was high purge pressure. The pump remained on for support despite the purge pressure/purge blockage with tissue plasimongen activator.